Event description:
Our staff have reported an "oily substance" condensing on the inside of our heat and moisture exchangers/filters (hmefs) that are used inline with our ventilators. We have put them out of service until further investigation.